Event description:
The facility scrub technician reported that during surgery the system had a burning smell. The system was turned off. The system would not boot-up. The case was canceled. Multiple attempts were made for pt status with no response to date.

Manufacturer narrative:
The company service representative examined the system and replaced the host module. The host module will be sent for in-house eval. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).